Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the retainer ring on the top of the reservoir compartment came loose. Their blood glucose was 12.0 mmol/l. They were advised that the insulin pump would need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump was not received stuck in manufacturing mode. Unable to perform the displacement test and the p-cap/reservoir will not lock properly due to missing retainer. Unit was received with missing reservoir tube o-ring, scratched case, broken reservoir tube lip, fading serial number label, cracked keypad overlay at select button, damage keypad overlay texture, missing end cap address label and minor scratched lcd window.